Event description:
As the orthopedic surgeon was placing a screw in the acetabulum the driver head broke off. All pieces were retrieved and removed from the sterile field.what was the original intended procedure?right anterior total hip arthroplasty.device #1is this a laboratory device or laboratory test?no.